Event description:
Patient reported that she received a broken cartridge and also had a leaking cartridge. Both cartridges were disposed by patient. Patient declined to speak with rph so unknown if product fault occurred while in use by patient or if the product issue caused or contribute to patient or a clinical injury. Product lot number is unknown. No other information available. Did the reported product fault occur while in use with the pt? Unk - see event. Did the product issue cause or contribute to pt or clinical injury? Unk - see event; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.